Manufacturer narrative:
Catheter model 8711, (B)(4), implanted: 2006-(B)(6), explanted: unk. Analysis of the pump revealed no anomaly, normal device function. Catheter returned included the pump connector and proximal segment. Analysis of the same revealed a hole in the catheter body caused by deep abrasion that was seen between 15-25cm from pump connector. It was observed that the abrasion had breached through the lumen.

Event description:
It was reported that the pump was turned to minimum rate at the request of the family and his hospice physician to avoid any unnecessary pump alarms. A 2ml refill alarm date was to be on 2011-(B)(6), and he was to have an early refill on 2011-(B)(6) to avoid a (B)(6) refill complication. It was later reported that the patient died on the night of 2011-(B)(6) around 9 p.m. Per the reporter the pump was working correctly and the death was not device related. Patient was suffering from pancreatic cancer and death was due to cancer. Drug delivered via the device was morphine 25mg/ml. The pump was explanted for cremation.